Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient had a fall from bed and since then patient's performance with the device has been affected. X-ray depicted the array in situ. Post-traumatic device damage is considered by the surgeon.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. Also the active electrode showed damage as might be caused by an external mechanical impact. The problems described in the patient report and the reported accident appears to match the damage found. This is a final report.

Event description:
The patient had a fall from bed and since then the patient's performance with the device has been affected. X-ray depicted the array in situ. Post-traumatic device damage is considered by the surgeon. The patient was re-implanted. Per device explantation report, the device had multiple fractures on the housing.

Manufacturer narrative:
Additional information: based on the received information, the device's housing may have been damaged by an external impact. A date for explantation has not been made available so far. To determine an exact root cause a device investigation of the explanted device is necessary. The complaint will be re-opened when the device is received.

Event description:
The patient had a fall from bed and since then patient's performance with the device has been affected. X-ray depicted the array in situ. Post-traumatic device damage is considered by the surgeon.

Event description:
The patient had a fall from bed and since then patient's performance with the device has been affected. X-ray depicted the array in situ. Post-traumatic device damage is considered by the surgeon.